Event description:
Philips received a complaint from the customer reporting that the v60 ventilator had a proximal line failure. The device was in clinical use, when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) reported that the v60 has a proximal line failure. While troubleshooting, it was noticed that the average air was reading -1.6 slpm. The rse recommended replacing the flow sensor assembly.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17701.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 12/27/2022, 01/11/2023 and 01/19/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.